Event description:
It was reported that during seven (7) separate procedures, during removal of 3.0, 3.5, or 4.0 xience prime stent delivery systems (sds), using a 5f non-abbot sheath, difficulties were met after stent deployment and balloon deflation. During sds catheter removal, the balloon could not enter the guide catheter or was difficult to withdraw into the guide catheter lumen. In some cases, the devices were removed as a single unit (guide catheter and sds). The issue only occurred with the xience prime sds in combination with a 5 f guide catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event: estimated. The other 6 cases referenced are being reported under separate medwatch reports. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.